Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The returned guide wire had its coil wire unraveled proximal to the mid solder set at 15mm from the wire tip. Microscopic observation of the unraveled coil wire found the coil wire was fractured and the fracture surface was relatively flat. This finding indicated that torsion generated when coils became unraveled was likely attributed to the coil wire fracture. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was accumulated at the mid solder, causing the coil wire to become loose and eventually fractured. There was no indication of product deficiency. Instructions for use (IFU) states: [warnings] when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [adverse reactions/events] breakage of this guide wire.

Event description:
It was reported that coils of an asahi guide wire deformed during a ppi to treat a moderately calcified in-stent cto in the right sfa. An asahi microcatheter was used together with the guide wire when deformation was noticed. The guide wire would not go back into the microcatheter, so both devices were removed as a unit. A new guide wire of the same brand was replaced to resume the procedure. The ppi was successfully completed with reestablished blood flow. The patient was without problem after the procedure.